Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-28, lot# va1ltv6, implanted: (B)(6) 2017, product type: lead. (B)(4) applies to the leas and (B)(4) applies to the internal neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient stated they ¿had it on a different wire lead¿ and the day of the report the lead shifted. The patient reported they were feeling it in a different spot and it was uncomfortable. The patient noted they had already contacted their healthcare provider and they advised the patient to call the manufacturer. The patient stated that the stimulation was too strong when the lead moved, and they had already turned the stimulation down and changed from program 4 to program 2. The patient reported that they were calling because they were concerned about the implant moving. The patient was redirected to their healthcare provider to discuss the potential migration of the implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that an implant migration was not confirmed to have occurred. It was also reported that someone had spoken with the patient and resolved the issue. No further complications were reported.